Manufacturer narrative:
(B)(4). No malfunction of the mr device was observed. During upward movement of the carrier the patient took hold of the edge of the table top. This caused the patient's finger to get caught between the carrier and table top resulting in a broken finger. Exposure of patients and operators to moving parts is needed for the MRI system to perform its intended function. Moving parts have inherent risks associated. The operator should be aware and take note of the position of the patient's hand during movement. This is the first time it was reported that a patient sustained a broken finger due to a finger getting caught between carrier and table top during vertical movement of the carrier.

Event description:
Philips received a report that a patient broke his third finger on the left hand. The patient's finger got caught between the carrier and table top while the carrier of the system was being moved upwards to lift the tabletop from the trolley.